Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 2. On (B)(6) 2021, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 2. On (B)(6) 2021, non-osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.